Event description:
Worn acetabular bearing insert. Although the physician reported that the pt was not experiencing any problems, they elected to revise the component at this time to avert any potential future complications.